Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an ¿insulin set expired¿ message and experienced hyperglycemia, with a highest blood glucose of 295 mg/dl for a couple of hours, after which the caregiver changed the infusion set and insulin delivery was resumed without issues. Symptoms included hyperglycemia without acute complications. Outcomes included no need for medical intervention, no use of backup therapy, and no ketone testing. Investigation included technical support-led troubleshooting and user education. Investigation of this case revealed no device alarms or observable infusion set damage such as leaks or kinks, and blood glucose returned to range after the supply change. It was concluded that the event was consistent with hyperglycemia of unclear cause with resolution after set change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.